Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient was not satisfied with the vision. The iol exchange was planned. Additional information has been requested, received and stated the lens was exchanged for unspecified lens in a secondary procedure. The surgery went well, and a post-operative appointment was scheduled.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. It is stated in the file that "a customer service ordering error by company ultimately led to the implantation of an incorrect lens in a patient". No more information was provided. The IFU instructs: " examine the label on the outer box for model, spherical equivalent power, cylinder power, proper configuration, and expiration date.". Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).